Event description:
A health history form dated (B)(6) 2012 indicated that the patient has or had the following symptoms within the past year: irregular heart beat, rapid heart, and fainting. The relationship to these events and vns was not indicated. Of note, the patient also has a history of high blood pressure, high cholesterol and chest pain. It is unknown what interventions have been taken. Attempts for additional information have been unsuccessful to date. The form also indicated the patient has or had cancer within the past year, as reported in mfg report number: 1644487-2012-03443.

Event description:
Information was received from the patient's currently treating physician reporting that they cannot provide additional information as they just started treating the patient on (B)(6) 2012. Attempts for information from the previously treating physician were unsuccessful as the physician is no longer practicing.